Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted for reported normal battery depletion over two years later and returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that while interrogating the patient in the emergency room for appropriate non-sustained ventricular tachycardia (vt) events, low out of range pacing impedance measurements for the implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead were noted. Technical services (ts) reviewed data and indicated the impedance measurements had been low and out of range since the patient's last follow up visit over two years earlier. The field representative contacted the clinic and found that the patient was lost to follow up and had not presented since the emergency room visit. At this time the ICD and ra lead remain in service and no adverse patient effects were reported.